Event description:
Additional information was received from the patient: patient reported that she couldn't increase stimulation and stated that stimulation was off. Patient stated that she first noticed that stimulation was off and she couldn't increase stimulation two days ago, and stated she thinks she pressed the stimulation off button. Patient services reviewed external equipment and therapy theory and usage and patient confirmed understanding. Patient successfully turned on stimulation on the call and confirmed she could increase stimulation. Patient confirmed external equipment was working as expected at the end of the call. The patient repeated previously reported details that when she increases stimulation to 3.9 v there are times that it feels like she is experiencing shocking. Patient clarified that it often occurs when she is having a bowel movement. Patient stated that her doctor did x-rays, and they said everything was fine. Patient stated that the shocking feeling is still ongoing when she increases stimulation too high. Patient also stated that in july 2018 she was knocked down and landed on her back and went clear across the room, and since then she has seemed to have more problems with her return of symptoms, and she is leaking constantly and now she uses pads 24 hours a day. Patient stated that this has gradually been getting worse, and that she has been seeing her hcp (healthcare professional) since this event. Patient stated that she notified a rep of this issue probably sometime in 2019 at an hcp appointment but stated she did not remember any other information because her memory is not that great. Patient services walked patient through checking therapy status on the call. Initially patient stated she was getting poor communication, that she tried replacing the batteries four times. Patient pushed the programmer antenna into the programmer securely and confirmed she was able to successfully sync with her ins. Patient stated that stimulation was off on the call, and that she thinks she turned off stimulation the other day when she was trying to sync with her ins because she pressed the "middle blue button". Patient confirmed external equipment was working as expected. Patient increased stimulation on call from 2.3 to 3.9 v on program 3 and confirmed stimulation was comfortable at 3.9 v. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve and was redirected to hcp to discuss symptoms and programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as further actions taken to resolve the issue, they were seen in the clinic on (B)(6), 2019. An impedance and battery check were okay. The patient indicated that the cause of the issue of the issue was that it was set too high for them on program 3 at 4.9. They stated that they ¿got a new unit all is fine now¿. The patient was set to program 3 at 2.9 amps. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they had it at 2.8v but when they go to 2.9v they start getting real sharp pains. Patient stated that at the very beginning they felt very light shocking. Patient then mentioned that when they went to the doctor at their last visit they forgot to take their patient programmer so the doctor let them use one. Patient said that with their old patient programmer they would adjust the settings/amplitude up to 9 and they had real sharp pains. They did not know what caused it. Patient thinks that the shocking was because of the meter and does not know what was causing that pain. Patient mentioned that they had to have an x-ray done to see if anything was wrong with implant, and found out that nothing was wrong with the device. No further complications were reported or anticipated.